Event description:
Patient enrolled into the trial. Tia reported, not device related; noted as procedure related. Patient experienced right arm weakness post carotid stent balloon dilation. Arm strength continued to improve. Filter removed showing debris in the basket. Patient recovered without sequela.

Manufacturer narrative:
Please reference MDR 2183870-2008-00160 for spiderfx used in this procedure.